Event description:
It was reported the pump started to malfunction two years after it was implanted. The patient experienced withdrawals but his pump would not alarm. The pump was delivering morphine. No intervention or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709, lot# j11169r27, implanted: (B)(6) 2002, product type: catheter. (B)(4).